Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient age, dob & weight not provided by reporter. The 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. Implant not implanted or explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. The cement began to set immediately and the surgeon failed to place the cement. The cement was not implanted in the patient. Device history records was conducted. The report indicates that the: manufacturing site: (B)(4), supplier: (B)(4), manufacturing date: 29 june 2015, expiry date: 28. February 2018, 07.702.016s / (B)(4), no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the surgery of a female patient with osteoporotic vertebra started as normal and the surgeons began their work. When the surgeon applied the cement (that would be injected into the vertebra) the cement mixer system failed and locked. It was then impossible to mix the cement. The surgeon asked for a second mixer and similarly the used system locked and no cement slurry achieved. The surgeon intervened with force and the handle broke. The cement began to set immediately and the surgeon failed to place the cement. The surgery was not prolonged. The product had never contact with the patient because the cement did not work and failed during the preparation. The surgeon could not filled the osteoporotic bone with the cement and just put the click x screw as planned. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: one mixer was found broken and the second mixer was filled with cement. The returned kits as well as the retention samples bearing the lot number in question have been analyzed in the laboratory by the manufacturer. The conducted investigation of the retention sample shows no deviations from the specified use of mixed systems. In one system, a leakage of cement at the area on the threads of the transfer cap is clearly visible. The other system was cut in cross section showing that the piston of the mixer had been advanced to the end, and the cement had been emptied indicating that the handle from the mixing broke after the application. Since no manufacturing related issue was found and the specific circumstances and user technique are not known the exact cause of failure could not be determined. However, this complaint condition is most likely a result of method of use. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.